Event description:
A customer reported the equipment was not aspirating during the phacoemulsification portion of a cataract with intraocular lens implant procedure. The system was rebooted and it began working properly. The procedure was completed with the same equipment and accessories, with a delay of 40 minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).